Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the color cable was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.